Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdomen"), back pain ("lower back pain") and ovarian cyst ("reoccurring ovarian cyst"). At the time of the report, the pelvic inflammatory disease, abdominal pain lower, back pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, back pain, ovarian cyst and pelvic inflammatory disease to be related to essure. The reporter commented: all std tests came back negative. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic inflammatory disease, abdominal pain lower, lower back pain, ovarian cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.